Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 599 mg/dl. Reportedly the cartridge was used beyond labeling. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.